Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2018-03163. It was reported that the patient's ipg was unable to enter MRI mode, due to high impedances found on the right lead. As a result, the patient's right lead was explanted and replaced, which addressed the issue. Both leads are being reported as it is unknown which lead was the right lead that was replaced.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03163.